Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the buttons on the insulin pump did not work. Customer has changed the batteries but the buttons do not respond. Customer was advised that a replacement pump will be sent to them. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies were noted. The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. The pump was received with a slightly loose drive support disk. The pump also had minor scratches on the lcd window, and a cracked case at the display window corners.